Event description:
Anesthesia provider was giving a spinal anesthetic. As he was withdrawing the introducer needle, the hub separated from the needle shaft. There was sufficient length extruding from the patient to allow full removal from the patient. No harm to the patient.